Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown; product type: intracardiac echocardiography catheter product ID: non-medtronic unknown; product type: transseptal needle product ID: non-medtronic unknown; product type: sheath product ID: non-medtronic unknown; product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the use of a sheath, a non-medtronic intracardiac echocardiography (ice) catheter was placed, and the physician performed a transseptal puncture using a non-medtronic needle and sheath. A non-medtronic mapping catheter was inserted into the left atrium and later seen in the apex of the left ventricle. The non-medtronic mapping catheter was pulled back to the left atrium, and mapping began. The patient experienced hypotension and a significant drop in blood pressure. A pericardial effusion was observed via ice and the physician performed a pericardiocentesis, removing 700 cubic centimeters (cc) of blood, which was auto transfused to the patient. The patient appeared stable, and the procedure continued with the placement of the sheath in the left atrium. However, before advancing the balloon catheter into the patient, the effusion persisted, prompting another per icardiocentesis to remove 600-700cc of blood, which was again auto transfused. Despite seeming stable, the case was aborted. Cardiac surgery was subsequently performed in the electrophysiology (ep) lab. The patient later died in the intensive care unit (ICU) due to complications from the pericardial effusion. It was noted that a cardiac perforation occurred in the left ventricle.